Manufacturer narrative:
A1-a5 patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacturer date could not be determined. This information will be provided in a supplemental report if made available. H11. Livanova deutschland manufactures the s5 hlm, the event occurred in united states. Reportedly, initial reported asked to keep confidential personal data. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report indicating that, following a surgical procedure performed using the s5 heart-lung machine (hlm), a clot was identified on the arterial side. It was further reported that the patient waked up difficultly and a subsequent CT scan revealed multiple acute, non-hemorrhagic infarcts.

Manufacturer narrative:
H11: no additional information was made available. A review of complaints database revealed no further similar events. No concerning trend has been detected for this failure mode. Based on the available information, the root cause of the issue cannot be determined. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.